Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one introducer needle with a loaded guidewire was returned for evaluation. Functional, gross visual, microscopic and dimensional evaluations were performed. The guidewire was noted to be stuck within the introducer needle. Uncoiling and stretching were noted on the distal portion of the guidewire. No kinks were noted throughout. The flat core wire was protruding at the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. The round core wire was noted within the coiled portion of the guidewire. The termination of the round core wire was observed to be granular. An attempt to offload the j-tip guidewire from the introducer needle was performed and was successful. Small resistance was felt during performance. Therefore, the investigation is confirmed for the reported physical resistance, stretched and identified fracture, material separation and unraveled issues. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown and the investigation is inconclusive for the reported deformation issues as no kink / bend was noted in the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire wire was allegedly stretched. It was further reported that allegedly kink was noted on guidewire. Reportedly, the guidewire needle got caught and could not be advanced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire wire was allegedly stretched. It was further reported that kink was noted on guidewire. Reportedly the guidewire needle got caught and could not be advanced. There was no reported patient injury.